Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had fluctuating blood glucose. The customer's blood glucose was 240 mg/dl at the time of the call. Customer also stated their blood glucose would decline to 60 mg/dl. Customer had treated their high blood glucose with a bolus delivery and food for their low blood glucose. It was also found the customer was feeling sick from their blood glucose. Troubleshooting found the customer had several no delivery alarms and button error alarm in their alarm history. It was also unknown whether the customer had a bent cannula as the customer declined to remove their infusion set. Customer also declined to perform a high pressure test. Customer's insulin pump passed the selftest. No additional information provided.